Manufacturer narrative:
Device received with unexpected battery power loss and had high sleep current due to moisture damage on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer states bolus wizard did not recommend a correction bolus before insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.